Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 8-10 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove the residual insulin, this was most likely introduced during the fill process. Use error is therefore determined to be the root cause of hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," "failure to expel air bubbles from the syringe may result in interrupted insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin--usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery," and "if your reading is above 500 mg/dl. The pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). " it also cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Event description:
The customer reported that he woke up with his blood glucose reading "high" (>500 mg/dl) after less than 48 hours of pod wear. He stated there was no insulin leaking from the pod and no recent changes to his diet or exercise.